Event description:
A report was received that a patient underwent a pocket revision due to discomfort at the ipg site. The physician relocated the ipg down into the patient's flank. Nothing was explanted and the patient is reportedly doing well.